Manufacturer narrative:
Section b1: corrected. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: the reported event of the system being briefly unable to ramp back up to its set speed after a suction event was confirmed by analysis of the downloaded log file. The downloaded log file contained approximately 17 hours of information related to the reported event (2:55 to 19:52 on 13jun2024, per time stamp). The system was observed to be initially operating with a steady speed of ~4700 revolutions per minute (rpm) and a steady flow of ~6.0 liters per minute (lpm). At 14:06:20, a f3 flow below minimum alert activated due to the flow falling below the set threshold; this drop in flow appears to be consistent with the provided information that the patient had a suction event due to a lengthy coughing episode. Shortly later at 14:07:39, a m3 pump not inserted alarm activated due to an internal subfault, which indicated that the pump was not detected. As a result of the pump¿s presence not being detected, the speed also dropped to ~0 rpm at this time. This subfault cleared ~ 2 minutes later, but the pump remained off until approximately 14:10:01, when user input prompted the pump speed to ramp up. The flow returned as the pump ramped up to the set speed, and the m3 and f3 alerts also cleared. The pump speed was altered many more times throughout that day, and no further abnormal interruptions in pump speed were recorded. The pump was disconnected at 19:46 and the console was powered down at 19:47, which appear to be related to the exchange of the equipment. The returned centrimag motor was functionally tested for several days alongside a mock circulatory loop as well as the returned console, mag monitor, and flow probe. During testing, abnormal events were not able to be reproduced, and the system performed as intended. The equipment was able to pass a full functional checkout, and was returned to the customer ready for use. The root cause of the system being unable to ramp up to its set speed after the suction event was determined to be that a pump not inserted alarm was active; the console was not able to detect the presence of the pump and therefore its speed could not be altered. The observed issue resolved when the pump not inserted alarm cleared. The root cause of the pump not inserted alarm could not be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including f2, f3, and m3 alarms. The manual indicates that if a m3 pump not inserted alarm is active, the system will not start. The user is instructed to acknowledge the alarm, and then insert/re-insert the pump and secure it with the locking screw. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a flow at 4500 revolutions per minute (rpms) and ~4 liters per minute (lpm). The patient had a suction event that caused a drop in flows to 0 lpm. The suction event was due to the patient experiencing an intense, lengthy coughing episode. It was attempted to reduce the rpms but could not get the set rpm to activate to adjust for approximately 1 minute. Eventually was able to get it activated and adjusted to return flows to optimum flows. It was noted that the backup console was turned on to check the additional flow. Both consoles did alert the flow below minimum alarm and noticed a negative flow at one point. There were no patient injuries reported either due to the suction event or the delay in ability to change the pump speed. The patient was weaning to decannulate in the coming days. The motor was not exchanged and resumed function shortly after the incident. The back-up motor on the cart was in use as the patient was being supported on 2 circuits: venovenous support and protek duo. Log files were not available.